Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited deformed adhesive at the light guide cover lens and charged coupled device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: deformed adhesive at the light guide cover lens and charged coupled device. A root cause for the reported event could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.